Event description:
Some atrial undersensing of at/af on presenting and stored egms was observed, resulting in false terminations of at/af episodes(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).